Event description:
It was reported that when repositioning the lead during implant, the screw would not deploy. It was also reported that the lead was too big for the patients anatomy. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed and no anomalies were found. The helix extends and retracts within product specification. The defibrillation conductor was distorted; the inner tubing kinked/buckled; there was blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that when repositioning the lead during implant, the screw would not deploy. It was also reported that the lead was too big for the patient's anatomy. The lead was not implanted. No patient complications have been reported as a result of this event.